Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank graphical user interface (gui) during patient use. At this time it is unknown if the patient was transferred to another ventilator or if there was patient harm. A technical support engineer (tse) recommended that the customer check if the ventilator was compatible with the third party device used at the time of the event, customer to perform ground isolation on unit and make note of error codes, alarm logs and patient settings before attempting to run est. Customer to look into unit any errors in order to proceed with the troubleshooting. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.